Manufacturer narrative:
The reported event was addressed with phone support. The customer was not sure how it was resolved. They were advised to disable the guided tool change, reseat the sterile adapter and check base rotation of the scope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer informed technical support engineer (tse) that the image was flipped upside down. The issue was resolved during the phone call with tse; however, customer was not able to provide more detail. Tse advised customer to disable guide tool change (gtc), to reseat sterile adapter (sa) and to check base rotation of the endoscope if the issue would reoccur. The procedure was completed as planned with no reported injury.